Event description:
On (B)(6) 2018, a reporter for the lay-user/patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch verio2 meter read inaccurately high compared to another device (emergency medical service meter). The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged meter inaccuracy began on (B)(6) 2018 at 12:30 pm. The reporter claimed the patient obtained blood glucose readings of ¿80 mg/dl¿ with the subject meter and ¿30 mg/dl¿ on the other device, performed within 30 minutes of each other. The patient manages her diabetes with a combination of insulin (humalog and levemir). The reporter denied the patient made any changes to her usual diabetes management regimen in response to the alleged issue. The reporter claimed that 3 minutes after the alleged issue began, the patient developed symptoms of ¿sweating, dizzy, in and out of consciousness and was passing out¿. The reporter informed the csr that the emergency medical services (ems) were contacted for assistance. The reporter claimed the patient¿s blood glucose was measured at ¿30 mg/dl¿ on the ems device at 12:40 pm. The reporter stated that at 12:45 pm, the patient was treated by ems with IV glucose then transported to hospital. The reporter was unable to confirm if any additional treatment was received. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that an approved sample site was used for testing. The csr confirmed the test strip vial was intact and that the test strips were in good condition. The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute low blood glucose excursion after the alleged inaccuracy issue began. The subject meter could not be ruled out as a cause or contributor to the event.